Manufacturer narrative:
The scope was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation to obtain more detailed information regarding the reported events is ongoing.

Event description:
The service center was informed that during a post market surveillance study the scope cultured positive for candida albicans after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The re-culturing test results summary was received from an external lab. Re-culturing was conducted according to the instruction of post market study after reprocessing the scope. The sample tested positive for the sample tested positive for corynebacterium species and paracoccusyeei (total of 4 cfu). Persistent organisms were not detected during re-culture testing. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility and observed leak testing and manual cleaning of the tjf 160f. All steps in the reprocessing manual were performed. The ess recommended obtaining a container of clean rinse water to flush the elevator recess during manual rinsing, in order to maintain a dirty to clean work flow. In addition, recommended removing dirty ppe prior to handling the lid and using the key pad on the aer. The cause of the reported positive culture cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be updated and supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivator dsd edge aer to reprocess the subject scope. Although no sampling procedure deviations were observed, based on the investigations, improper sampling procedures cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
As part of the post market study, an engineer was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample of the positive scope. There were no deviations observed during the audit. The scope was sterilized at an independent laboratory and returned to the service center for evaluation and repairs. A visual inspection was performed on the instrument and suction channels. Upon inspection, a brownish stain was found on the instrument channel wall, near the distal end opening of the channel. Additionally, the suction channel was inspected and white foreign material/residue was located near the control body side. The distal end has no signs of foreign material, and the video scope passed the leak test. The service group noted the bending section cover glue was cracked and the distal end cover was dented/scratched. Insufficient cleaning cannot be ruled out as a contributory factor of the foreign material in the channel. A review of the service history indicated this was the first service event for the reported loaner scope. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.